Event description:
A malfunction on the pump was reported by the caller, which occurred after the caller fell. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process, with the customer planning to follow up to complete the reset.